Event description:
Related manufacturer reference number: 2017865-2022-44615. It was reported that the patient presented for extraction of pacing system. Previously, the right ventricular (rv) lead 1346t/52 sn (B)(4) was capped with unknown reason. Prior to the procedure, it was noted that the rv lead 2088tc/52 sn (B)(4) exhibited noise oversensing and low pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
New information received notes the right ventricular (rv) lead 1346t/52 sn (B)(6) exhibited unspecified oversensing and break. The rv lead was capped and replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the right ventricular (rv) lead 1346t/52 sn ce77502 exhibited noise oversensing.